Manufacturer narrative:
Date rec'd by MFR: 05dec2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17jan2020, b4: 20jan2020. The manufacturer¿s international service technician confirmed the occurrence of "check vent: alarm led failed" and its occurrence in the diagnostic report (drpt) file were confirmed at the service center. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019.

Event description:
The customer reported that the alarm led failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.